Event description:
It was reported that after use of the bd ultrasafe passive¿ needle guard the safety guard on the syringe never activated or covered the needle. The plunger also fell out of the syringe after patient injected medication. The following information was provided by the initial reporter: after patient injected himself with medication, the safety guard on the syringe never activated or covered the needle. The plunger also fell out of the syringe after patient injected medication.

Manufacturer narrative:
H.6. Investigation summary: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
PMA / 510(k)#: k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd ultrasafe passive¿ needle guard the safety guard on the syringe never activated or covered the needle. The plunger also fell out of the syringe after patient injected medication. The following information was provided by the initial reporter: after patient injected himself with medication, the safety guard on the syringe never activated or covered the needle. The plunger also fell out of the syringe after patient injected medication.